Event description:
It was reported that the device exhibited error 1821. The continuous alarm and could not be switched off. No patient involved.

Manufacturer narrative:
One device was received for evaluation. The event history log revealed error 1821. Functional testing was able to duplicate the issue. It was determined that the optical switch was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.